Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator had a problem with the electrical socket circuits that went off due to melted plug-in and has caused the burning of the wires. A boston scientific company representative advised the patient to replace the communicator. A return label was sent. The communicator is no longer in service. No adverse patient effects were reported.